Event description:
It was stated that the customer was hospitalized for high blood glucose levels. Troubleshooting was performed, and multiple no delivery alarms were found in the alarm history. The customer changed the infusion set after the first no delivery alarm, but continued to experience high blood glucose levels. The reported blood glucose reading was 500 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.